Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 50 mg/dl. Customer mentioned that she could have delivered a 3.8 unit of insulin and did not know what she was doing due to backlight does not work. The customer was treated for the low blood glucose with food. Customer¿s blood glucose level was 61 mg/dl at the time of the call the customer was assisted with troubleshooting and customer stated that the drive support cap was normal. The customer was not connected to the insulin pump while priming the device. There was no indication that the insulin pump over delivered insulin. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing, including idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. The backlight display functioned properly. No backlight display anomaly noted. The insulin pump was programmed with multiple boluses and monitored. All boluses in the reservoir delivered completely and were properly recorded properly in the status screen noted. No bolus delivery anomaly noted. The insulin pump passed delivery accuracy test. The insulin pump was received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.